Manufacturer narrative:
Concomitant medical products: product ID: 306001, implanted: (B)(6)2021, product type: screening device; product ID: 309201, implanted: (B)(6) 2021. Other relevant device(s) are: product ID: 306001; product ID: 309201. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence; the trial began on (B)(6) 2021. It was reported that¿the trial patient is not certain the placement is correct. Patient also mentioned having "odd sensations".